Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported left side capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to anatomopathology for analysis which found fibrosis with signs of chronic focal lymphocytic inflammation and cd 30 negative.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported left side capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to anatomopathology for analysis which found fibrosis with signs of chronic focal lymphocytic inflammation and cd 30 negative.

Event description:
Explanting physician reported left side capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to anatomopathology for analysis which found fibrosis with signs of chronic focal lymphocytic inflammation and cd 30 negative.

Manufacturer narrative:
Continued: e1- phone number: (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker IV. A review of the device history record has been completed. No deviations or non-conformances noted.